Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
Complaint sample was evaluated and the reported event for the broken device was confirmed. The product shows signs of wear and was manufactured in 2002. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. Complaint information was provided by stryker orthopaedics.

Event description:
Per email received (B)(6) 2013 customer reports; when using the acetabular reamer during an unknown procedure the end of the reamer handle sheered off, leaving the end piece in the drill. Patient age and gender are unknown. Procedure was completed successfully. No patient injury or adverse events reported.